Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
This report pertains to one of three devices (10091379, 10091443) used during the same procedure. It was reported to boston scientific corporation that three speedband superview super 7 devices were used in the stomach during a hemostasis procedure performed on (B)(6) 2018. According to the complainant, during the procedure, several bands would not deploy, and the patient re-bled. The same issue occurred with the other two speedband superview super 7 device, and the procedure was completed with another speedband superview super 7 device. Additionally, the physician noted that there was no difficulty when setting up the device. There were no patient complication reported as a result of this event.